Event description:
Nurse placed device, attempted to retract needle and the needle did not retract. Several more attempts were made to retract the needle, all unsuccessful resulting in a needle stick injury to the nurse. The unit was discarded.